Event description:
It was reported that the latitude monitor had a high impedance alert for this system. There was on impedance reading of 275 ohms. All of the provided shocks were successful at converting the arrhythmias. Also, there was some noise. Both the pulse generator and the electrode were explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the latitude monitor had a high impedance alert for this system. There was on impedance reading of 275 ohms. All of the provided shocks were successful at converting the arrhythmias. Also, there was some noise. Both the pulse generator and the electrode were explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 26mm from the terminal pin. Resistance testing found the electrode was electrically continuous. An x-ray shows the sense a conductor has a fractured in and around the area approximately 26mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.